Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in progress.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place in which a screw was removed and replaced. The patient reportedly had a screw disassociate from the shaft approximately 9 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The head of the screw separated from the shaft of the screw. The inner and outer collet of the screw are still fully locked and were returned separated from the shaft. The worn grooves on the shaft of the screw were likely caused by the excessive force placed on the head/shaft interface. The complexity of the case and the use of the growing rod likely contributed to the incident.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place in which a screw was removed and replaced. The patient reportedly had a screw disassociate from the shaft approximately 9 months post-op.